Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2017 with the following findings: a review of the pump¿s black box and alarm history showed call service 064-0008 (motor error) alarms. During investigation, the call service alarm was consistently replicated during the rewind, load, and prime steps and 24-hour endurance test. The pump cover was opened and moisture corrosion was observed in the motor drive circuit and throughout the internal components.